Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the pc was not turning on and showing a no signal message. This issue was noted outside of a procedure, and there was no patient involvement.